Event description:
It was reported that this right atrial (ra) lead accidentally cut the insulation on the proximal of this ra lead during the right ventricular (rv) lead extraction and new rv implant. Upon pacing system analyzer (psa) testing, the impedance was within the normal limit, however, the sensing signal appeared to be unusual and the threshold seemed variable. This ra lead was explanted, replaced with the same model, and will be returned for analysis. No additional adverse patient effects were reported.